Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the head had been returned for "maintenance" and during analysis it was noted that the cable was damaged and it was replaced. The head then passed all functional and systems tests. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was returned for maintenance. It was further noted during preliminary analysis and service that the cable was damaged and it was replaced. The programmer head was returned for service. No patient complications have been reported as a result of this event.